Manufacturer narrative:
Velosorb product were labeled as non-sterile and intended for shipment to the contract sterilizer but were inadvertently shipped to the distributor. Riverpoint placed an immediate hold on manufacturing and distribution of the velosorb product and a device recall (z-0025-2021). Corrective actions were taken by riverpoint to prevent incorrect shipping of non-sterile product. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical, or its employees, that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr part 803.

Event description:
Velosorb products were labeled as non-sterile and intended for shipment to the contract sterilizer but were inadvertently shipped to the distributor. Products were further distributed to customers. Riverpoint placed an immediate hold on manufacturing and distribution of the velosorb product and device recall z-0025-2021 was initiated.